Event description:
The customer called for help with his contour ts meter. He performed control tests and received a result of 221 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The customer used the last of his sample strips while troubleshooting, so no product will be returned.